Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. The nurse stated that she assisted the customer with an infusion set change, and she may not have taken the insulin pump out of prime mode. Advised the nurse that the customer may have accidentally received a large amount of insulin since the insulin pump was not taken out of prime mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.